Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pump complaint of device alarms with only backlight and when attempting to install software, kept falling out. Right plunger assembly. Device physical condition revealed right plunger crack case. The event log revealed complaint as did duplicating testing. This was isolate to main board not functioning but unknown as not damage to main board. Action was taken to replace main board. Replaced cracked right plunger case. Device was calibrated and passed all functional testing. Ready for service.

Event description:
Information received a syringe infusion pumps/medfusion 4000 pumps malfunctioned. Device alarms with only backlight on. Attempted to install software but kept failing right plunger assembly. No patient adverse events reported